Event description:
On (B)(6) 2023, a patient underwent a thrombectomy & atherectomy procedure using aspirex. During the recanalization procedure, it was reported that the wire was ejected out of the device twice. The machine clutch out and the plastic torque would not unwind. It was further reported that the wire got hot and melted the torque device onto the back of the wire. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a guidewire and a catheter aspirex were received or evaluation. During physical investigation the guidewire was found melted on the torque device and cannot release from catheter. After a run in water the guidewire was still not moving smoothly but nominal aspiration level was reached. Guidewire was removed from the catheter and found with smaller coating damages. This type of guidewire damage is due to a strong mechanical jam in the catheter that results in the overheating and melting of the guidewire. The reported malfunction mechanical jam can be confirmed. It is assumed that the catheter was kinked outside the body due to improper handling. This led to damage of the tube and prevents the helix from rotation. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.